Manufacturer narrative:
Sorin group (B)(4) manufactures the apex hp oxygenator. The incident occurred at (B)(6) hospital. This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a complaint of problems with gas transfer from the apex hp oxygenator during a case. It was reported that the pt had high co2 levels for 15-20 mins before coming off bypass normally. There was no pt injury as a result of the incident. When the sorin representative arrived to pick the unit up for evaluation, the perfusionist stated that he suspected that the issue was caused by a bad seal between the membrane housing and the end cap because the end cap fell off when he was tearing down the circuit. One apex hp oxygenator was returned to sorin group (B)(4) for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a complaint of problems with gas transfer from the apex hp oxygenator during a case. It was reported that the pt had high co2 levels for 15-20 mins before coming off bypass normally. There was no pt injury as a result of the incident.